Event description:
It was reported that the patient had problems recharging that began a few days prior to the report. It was noted that the patient did charge his device a few days prior to the report. It was noted that the patient did not see the ¿boxes on the bottom for coupling.¿ it was noted that the patient did see the ¿reposition antenna and recharge screen.¿ it was further noted that the patient last felt stimulation a few days prior to the report. It was noted that they were not able to ¿get the device working with the recharger¿ at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).